Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the liquid is leaking from the base of the drain hose. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual and functional testing were performed. It was confirmed that there was a crack in the drain part of the enclosure, confirming the customer's complaint. The root cause was the crack. The enclosure was replaced to correct the issue. Hl-90 device passed all functional and performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.